Event description:
Complainant alleged that during biomedical dept routine testing and preventative maintenance of the device. The device failed to display ECG signal on monitor screen. The complainant indicated that there was no pt involvement in the reported failure.